Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a recent history of gastrointestinal (gi) bleeding. The event date was not provided and has been estimated. Additional information received by a vad coordinator from (B)(6) hospital did not provide details on the history of the patient's gi bleeding, but requested that (B)(6) hospital be contacted because that is where the patient was being evaluated for a heart transplant since (B)(6) 2020. Vad coordinators from (B)(6) reported that the date(s) of previous events/admissions for gi bleeding for this patient were unknown and that gi bleeding was not present upon admission to their institution.

Manufacturer narrative:
Section g3: correction. Section h6: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.